Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there was no display and the digital pixel colors were displayed without any text. The contact reported that the customer was wearing the pump while playing baseball and slid on the pump. The customer's blood glucose was 103 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.